Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during removal of the cataract on the last patient, the posterior capsular bag was torn. The patient had a history of a white cataract, and treated with the catalys for capsulotomy and sextant fragmentation. During cataract removal, doctor used a malyugin ring and trypan blue. During phaco, there was evidence there was a tear in the post capsular bag. The lens was implanted but then bisected and removed. Anterior vitrectomy was performed and the wound closed. Surgeon reported that planed to send patient to a retina specialist.